Manufacturer narrative:
The device was returned for analysis. Visual and tactile inspection identified a kink in the outer sheath located approximately 1 mm distal to the distal end of the nose cone. The device was received with the stent already deployed from the delivery system. Visual inspection revealed no abnormalities of the device tip or handle. The handle was disassembled by the investigator, and no evidence of inner component prolapse was observed.

Event description:
Reportable based on the device analysis completed on 10dec2025. It was reported that shaft kinked occurred. The stenosed target lesion was located in the superficial femoral artery. A 6 x 40 x 130 innova stent self expanding was selected for use. During the procedure, the product delivery system was found to be kinked approximately 8 cm from the handle. The device was replaced with another of the same model to complete the procedure. There were no patient complications as a result of this event. However, returned device analysis revealed an inadvertent deployment.